Manufacturer narrative:
The reported event of inadequate capture and lead dislodgement was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying toque directly to the connector pin, the helix could be extended and retracted, and helix extension length met specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up remotely via (B)(6) on (B)(6) 2021. Review of the transmissions showed that there was elevated capture threshold on the right ventricular (rv) lead.. After further assessment in clinic, chest x ray confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.